Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint. The upper jaw is missing from the device. The jaw was not returned. The shaft is bent slightly at the distal tip. It appears that the device was likely over torqued causing the upper jaws tabs to become disengaged from the lower jaw assembly resulting in the reported failure. Per the IFU "as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in the instrument¿s failure."a review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time.

Event description:
It was reported that during a procedure using an elite pass suture shuttle w/o ratchet, the jaw broke on the device while inside surgical site. The surgeon removed the broken piece from the patient and completed the case with a backup device. No patient complications were reported as a result of this event.